Manufacturer narrative:
Rep has no recollection of the broken crosstie. It can not be determined which case the broken implant occurred during. Without an invoice or patient sticker, the lhr can not be reviewed because the part number and lot number is undeterminable based on the current information available.

Event description:
A broken crosstie implant was found on an inserter during ecosmart receiving. The ecopak was returned by rep. Crossroads spoke on the phone with rep regarding the broken implant and he had no recollection of any cases involving a broken crosstie.